Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a decanav catheter and an octaray mapping catheter. The patient experienced a pericardial effusion that required a pericardiocentesis. A pericardial effusion was noticed with the patient during the procedure. The pericardial effusion was discovered while they were mapping the left atrium. The physician believes the pericardial effusion occurred when they were going transeptal. They noticed the patient¿s blood pressure dropping and confirmed it with intracardiac echocardiography (ice) and discovered the pericardial effusion. A pericardiocentesis procedure was then performed on the patient. The patient¿s last known status was stable. They had the generator ready to go but never started ablation. A decanav catheter, an octaray catheter and a sterilmed soundstar were used during the procedure. Additional information was received. The physician believes the cause of the adverse event was the transseptal puncture. He said the patient had an unusually small heart. One transseptal puncture. To go transseptal, the physician used the versacross steerable access sheath by baylis. The physician performed a pericardiocentesis. The patient¿s condition is improved and planning to reschedule the ablation procedure when fully recovered. No ablation was performed prior to noting pericardial effusion. No evidence of steam pop. The event was first noted during the mapping phase, and the physician believes it was caused by the transseptal. An irrigated catheter was not used in the event. The patient did not require cardiac surgery. Since the event was discovered during mapping, it was assessed to report it under both the mapping catheters (decanav catheter and octaray mapping catheter).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31434618m and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).